Event description:
The manufacturer received information alleging an issue related to a CPAP device's sound abatement foam. The patient alleged visualization of particles. There was no report of patient harm or injury. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
Additional information was received on july 03, 2024 and section h11 should be reported as: the manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer previously received information alleging particles in airway from device, device has strange odor, burning/smoke/electrical odor, device not turn on or not functioning related to CPAP device's sound abatement foam. There was no report of patient harm or injury. The device was returned to the manufacturer's quality product investigation laboratory for investigation. The device was evaluated by the manufacturer and using a known good power supply and power cord, they was able to confirm the device powered on and provided airflow. A heat test was performed on the device to verify that the temperatures were within the required perimeters required and the test results showed that the device showed temperatures were within the threshold required. The manufacturer inspected the device internally and externally, observed an unknown contamination on the top enclosure, front panel, air inlet, rear panel, and bottom enclosure, a keratin like substance was observed on the blower box, a dust like contaminant was observed on the accessory module flip door, a dust like contamination was observed on the blower. There was liquid ingress observed on the blower and blower box. Evidence of sound abatement foam degradation/ breakdown was not observed. The manufacturer used a fitt (foam integrity test tool) and was not able to confirm the presence of degraded sound abatement foam. The device's event logs were downloaded and reviewed by manufacturer. The manufacturer found no error codes. The manufacturer concludes that they were not able to confirm the customer complaint or directly address the patient's symptoms and there was no evidence of sound abatement foam degradation.